Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the battery replacement in (B)(6) 2024, some electrodes were showing high impedance. However, none of the affected electrodes were used for the stimulation. The patient had an out of regulation (oor) message on the patient programmer, which prevented them from increasing the stimulation to the desired amplitude. It was reviewed the oor could be due to high impedance at the active electrodes. It was recommended the hcp interrogate the battery and check the impedance and consider reprogramming the stimulation or system revision based on the results.